Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 639 mg/dl. The nurse stated that the patient was hospitalized due to diabetic ketoacidosis. The customer had symptoms such as nausea, peeing and not feeling well. The customer was treated with insulin drip fluids and electrolytes. The nurse assisted the patient with the patient's bolus and basal settings. The customer was advised to call back to troubleshoot.